Event description:
The following has been reported:received at depot. Pump needs to be opened and replace lip seals and cleaned. Replace fva lip seals. Replace loading pin lip seals. Provisioned to bring-up mode - ready for test line. Front housing through final acceptance test - pass. Provision pump to 08a test server. Sent to charging station. Loaded into heratherm @ 19:00 (B)(6)2026. Pulled from heratherm @ 07:00 (B)(6)2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server. Return to service. Software update complete. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve).unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.the device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Freseniuskabi will not be receiving the device or the parts back for investigation.